Manufacturer narrative:
B3. Exact date of event is unknown, first day of bsc aware month was used. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Cylinder one had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder one had a hole in the middle of the cylinder from sharp instrument. The kink resistant tubing (krt) was worn to the filament. Cylinder one had wear on the cylinder body from the krt. Cylinder one had a leak from sharp instrument in the middle of the cylinder. Cylinder two had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder two had a hole in the distal end of the cylinder from sharp instrument. The krt was worn to the filament. Cylinder two had wear on the cylinder body from krt. Cylinder two had a leak from sharp instrument in the distal of the cylinder. Spherical reservoir passed visual inspection and there were no visual damages or anomalies found. Spherical reservoir passed leak test. The momentary squeeze (ms) pump krt were worn to the filament. Ms pump passed leak test. Ms pump did not pass activation tests. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The device was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Exact date of event is unknown, first day of bsc aware month was used.

Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The device was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.